Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2013, to have a new fixture/abutment implanted due to unresolved feedback issues with the initial implant. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.